Event description:
Event description cpi received information that following an MRI procedure, the implantable cardioverter defibrillator (ICD) could not be interrogated and the tachy mode could not be changed. The ICD was removed and replaced. Cpi received this ICD back for analysis in august 1999.